Manufacturer narrative:
Device available for evaluation: yes, returned to manufacturer on: 07/20/2018. Device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. The lens was cut in two pieces. Both haptics are distorted. The damages observed could be related to the removal of the lens. A testing for diopter of the lens is not possible due to the conditions of the lens returned. The reported issue could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: unknown, but the best estimate is between (B)(6) 2017 and (B)(6) 2018 (B)(4).all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the tecnis monofocal intraocular lens (model z9002, +18.0 diopter) was explanted from the patient¿s left eye in a secondary surgical procedure because of unexpected post-op refraction. There was no incision enlargement. Reportedly, the patient requested a multifocal lens and therefore the lens model zlb00 18.5 diopter was implanted as a replacement. The patient was reported as recovered. No further information was provided.